Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2008: patient presented with following pre-op diagnoses: degenerative disk disease, l5-s1 with back pain recalcitrant to cons ervative measures. For which, patient underwent following procedures: anterior lumbar diskectomy, l5-s1. Application of interbody device with rhbmp-2 sponges. Anterior spinal fusion, l5 to s1. Per op notes, anterior lumbar interbody fusion was carried out by removing the disk at l5-s1. Surgeon chose a 14mm graft with 8 degrees of lordosis which fit very nicely into disc space. Surgeon then impacted the graft and countersunk it the appropriate amount. Once that was completed, surgeon went ahead and placed bone morphogenic protein and allograft bone chips into the lateral gutters after decorticating the transverse processes. Patient tolerated the procedure well without any intraoperative complications. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.